Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set did not flow freely. It was further specified, that when the technicians and providers were attempting to aspirate fluid through the system, the drip chamber was collapsing and fluid was not flowing from the burette into the drip chamber nearly as fast as it used to. There was no report of patient injury or medical intervention associated with this event. No additional information is available.